Event description:
Pt was receiving dialysis treatment medisystems 16 gauge x 1 inch fistula needle (code m9-9106) dislodged from pt's a-v graft during dialysis treatment. She lost an in determinate, but significant volume of blood and developed respiratory arrest & hypovolemic shock. CPR was immediately initiated.